Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to left ventricular (lv) lead loss of capture (loc) concerns. Upon review of the january 9 presenting egm, there was a considerable delay between the delivered pace and the full lv deflection. Review of the january 10 presenting egm showed a different morphology, with the lv deflection occurring at the delivered lv pace. Additionally, the shock channel was different on both egms. The clinician planned to notify the provider and recommended further evaluation in person. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.